Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, when the physician rotated the handle, he noticed that the band did not deploy. He decided to remove the device and then it was found that that the band and the trip wire were broken. A second speedband superview super 7 was placed onto the scope. The physician tested the device by deploying a band into the air; however, still the bands did not deploy. The procedure was completed with a third speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event was reported by the sales representative. The healthcare facility is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.